Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking. It was further stated that the intravenous (IV) tubing was securely connected to the actual IV but the IV tubing was found to be leaking significantly from one of the connection ports closest to the end. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.